Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there were signal artifacts present in two of the ventricular episodes recorded by the pacemaker. The noise did not appear to be sensed by the device. Technical services recommended troubleshooting the right ventricular (rv) lead to exclude impairment. It was also noted that the right atrial (ra) impedance had isolated increases, up to 1,646 ohms. There was no clear noise present on the ra channel and ts recommended possibly programming the ra lead to unipolar pacing and bipolar sensing. The pacemaker and leads (non-boston scientific products) remain in service and no adverse patient effects were reported.